Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 7/29/2021. H.6. Investigation: bd received 5 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results and poor clot formation were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results and poor clot formation) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples were acceptable in terms of both precision and accuracy (validation attached). All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results and poor clot formation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. This event occurred two times. The following information was provided by the initial reporter. The customer stated: it was reported that there were erroneous results and a few tubes do not clot. I had apparent edta contamination in one of my gold top sst tubes. High potassium and very low calcium results but no edta tube was drawn, only 3 sst tubes. Normal results when sample was repeated from a different tube (8ml tiger top sst). We've also had a few tubes not clot but they were psa and testosterone tests so no k or ca was done on them.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. This event occurred two times. The following information was provided by the initial reporter. The customer stated: it was reported that there were erroneous results and a few tubes do not clot. I had apparent edta contamination in one of my gold top sst tubes. High potassium and very low calcium results but no edta tube was drawn, only 3 sst tubes. Normal results when sample was repeated from a different tube (8ml tiger top sst). We've also had a few tubes not clot but they were psa and testosterone tests so no k or ca was done on them.